Event description:
Boston scientific received information that the patient contacted boston scientific patient services and stated that he experienced syncope while mowing his lawn. An email was sent to the field representative in an attempt to obtain additional information relating to this issue from the patient's clinic.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.